Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasions were found at 7.5-8.4cm, 11-12.5cm, 12.6-13.5cm and 19.5-19.8cm from the distal tip. The etfe coating was intact in these locations.